Event description:
It was reported that the physician was unable to interrogate the patient's generator. A company representative went to the physician's office to troubleshoot the programming system at which time the lock button was found to be engaged. The programming system performed as intended after the screen was unlocked; however, it was unable to be confirmed if this was done after the patient left the office or if the lock button was the cause of the failure to interrogate. The physician plans to bring the patient back to attempt interrogation; however, this has not occurred to date.

Event description:
It was reported that the patient had presented to the office and the generator was successfully interrogated. Therefore it appeared that the cause of the failure to program event was related to the programming system's engaged lock button.